Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4). Submitted to FDA on: 03/28/2017.

Event description:
The surgeon reported that the tip of the microcatheter was severed while performing viscodilation of the right eye. The microcatheter separated from the device when retracting it from schlemm's canal. The entire device was removed successfully from the eye. A new device was successfully used to complete the case. The event did not result in any adverse impact to the patient.